Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer was trying to clear the alarm but the esc and act buttons on the insulin pump were unresponsive. Customer's blood glucose level was 225 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and minor scratches on the display window.